Event description:
It was reported that the right ventricular (rv) lead had intermittent post ventricle sense t-wave oversensing (twos). Reprogramming was attempted which reduced the episodes, but did not resolve them. The lead remains in use. No patient complications have been reported as a result of this event.